Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the keypad was torn over the ok button. The down button was unresponsive. The up button had an intermittent response. Contamination was found under all of the button contacts. The pump had no evidence of moisture present and passed a leak test. Unrelated to the keypad, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging keypad damage and a keypad response issue. It was reported there was moisture ingress in an unspecified area. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.